Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the battery short circuit. The pse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device often turns on automatically in the middle of the night, sending out a startup warning sound, and it will still happen irregularly after shutdown. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
E1 reporting institution phone number: (B)(6).